Event description:
Reporter indicated that vns patient was explanted due to staph infection. It was reported that the infection started in the neck area with granulation and then tracked downward along the lead to the chest area. The infection was treated with antibiotics and explant of both the bipolar lead (including electrodes) and the pulse generator. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices. The infection has reportedly resolved. Preoperative antibiotics were prescribed at the time of initial implant; however, it is unknown whether intraoperative antibiotics were utilized. The ncp system tunneling tool was used during the initial implant; however, it is unknown whether it was used as a single-use-only device.